Event description:
Physician reported right side rupture and pain. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified a broken device, labeled as side right with the lot number 1185736. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Physician reported right side rupture and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture and pain. Device has been explanted.